Event description:
It was reported that the plastic divider between the pins broke on the battery. It was reported there was a situation where staff had metal objects (bracelet, watch) make contact with the pins causing burns to the skin. There was reported patient involvement and adverse consequences.